Manufacturer narrative:
Based on the event description of the complaint, the anchors fell off, this means that the anchors were not secured and slip out; therefore, this issue did not contribute to serious injury and had no effect in the patient. The event is not reportable. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting: the reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report is no longer required. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the t1 & t2 deployed but disengaged from meniscus when surgeon pulled on suture to advance knot. Failed anchors removed from patient. Backup device was available to complete procedure. No patient injuries were reported.